Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03769 and 2015691-2024-03770. The following visual examinations were noted on the returned device: there is a kink on the shaft approximately 7" from the sheath hub. Sheath tip is unopened. Liner is unexpanded approximately 1.5"; remainder of liner is expanded. Liner is torn approximately 1" in length and approximately 4" from distal strain relief; crimped valve is exposed through the torn liner. Two (2) liner strands were noted: the first liner strand starts approximately 4" distal from strain relief and is approximately 3" in length. The second liner strand starts approximately 5.5" distal from strain relief and is approximately 1.5" in length. The sheath shaft is punctured. There is minor soft tip damage. No issues were observed on the valve. Liner thickness measurements were found to be within the specification. Review of provided imagery was performed and the following was observed: calcification is present in the access vessel. Tortuosity is present in the access vessel. The complaint for resistance between system components was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as these patient factors were observed in the patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaints for kinked/bent sheath, punctured sheath, sheath liner torn, and sheath liner strand were confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (valve caught on liner, valve caught on sheath, device manipulation) likely contributed to the event. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Per the risk management documentation for the edwards esheath introducer set and esheath+ introducer set, sheath insertion/advancement difficulty is an identified hazardous situation associated with the transcatheter valve replacement procedure. To promote successful introduction of the esheath/esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035" guidewire compatibility, adequate sheath-introducer locking feature (esheath+ only), and no premature opening of the distal tip or seam of the esheath/esheath+ during introducer insertion. Esheath and esheath+ were verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035" guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the complaint was confirmed. Investigation results suggest/indicate that patient factors (calcification, tortuosity) may have caused or contributed to the difficulty introducing the sheath. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation is required. All complaints are reviewed against control limits. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, as the physicians were attempting to insert the first 16fr esheath+ over the wire, the sheath began to bend with resistance at the proximal iliac area. The sheath ended up advancing through the iliac and into the abdominal aorta in the correct position. They then crossed the valve and inserted a stiffer wire. The sheath appeared to be straight with a slight bend through the iliac artery, but nothing out of the ordinary. As they were inserting the commander through the esheath, the physician began to feel some resistance. On fluoroscopy, it appeared that the commander was buckling at the nose of the valve frame inside the esheath at the portion of the right distal internal iliac artery. As the physician would apply forward pressure to advance the commander through the esheath, the system kept buckling. The fcs believes that it was due to not having enough back tension on the wire with the combination of tortuosity and calcium. It was decided to remove the system as whole. There was a longitudinal tear along the clear expandable portion of the sheath as well as a kink. They inserted a new 16 fr esheath+ and swapped out for a stiffer wire. They prepped a new system, and the valve went through with less resistance over the stiffer wire and slightly more back tension. There was no harm done to the patient and the patient was stable. Pre-decontamination observation noted a small liner strand approximately 4" from the distal strain relief.

Manufacturer narrative:
Investigation is ongoing.